Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie on drawers 5 sub drawer 1 pocket e5 failed. A field service engineer confirmed that customer log into the station and successfully recover the pocket. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.2 pocket d5 with cubie 1x2 (half-height) legacy pocket was unable to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.